Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The cine drive connections were reseated and the cine hard drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to properly save cine images. No patient serious injury or death was reported related to this event.